Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer' parent reported via phone call indicating that they were hospitalized on at with a high blood glucose levels. The caller did not provide the blood glucose value. The customer was treated for their blood glucose with insulin drip. The caller sated that there was no malfunction with the insulin pump and that the cause of the high blood glucose was due to bad insulin. The caller stated that the insulin used was store in a hot car and had over heated. The customer did not return the product back for analysis.